Event description:
On (B)(6) 2013, the distributer contacted animas and reported screen moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: the returned battery cap was used to complete testing. The pump case was removed; there was evidence of moisture contamination found inside the pump. The display lens was found to be leaking during leak test. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.